Manufacturer narrative:
Star total ankle components were explanted, and patient's ankle was fused. Review of manufacturing records showed no anomalies.

Event description:
Patient had the star total ankle explanted, and ankle fused.